Event description:
Endoscopic clip applier malfunctioning. Clips not securing properly, becoming loose and "scissoring". Clips got stuck in applier. Health professional's impression: we have used ethicon clippers (er320) for the majority of time that I have been in the or, with little incident. On occasion a surgeon would state that sometimes these clips don't give you much confidence when they look loose or fall off when removing a gallbladder. Depending on how the clips have been applied-at times have "scissored" or fallen off. If this did occur during a case the clip was always removed or reinforced with another clip. It seems that most recently these events have become more common place, making all parties feel uncomfortable. The three incidents in question I believed have all occurred in the last week. Unfortunately, it does not sound like packages were saved. Three (3) reports to be submitted. Lot numbers unknown. Or staff report these devices are from stand alone trocar kits, as well as individual components.